Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during soft tissue surgery , the needle loosens from the thread several times. There was no patient involvement.